Event description:
Black foreign matter like metallic debris was found in taper of the head and around the stem neck. Also the metal liner and the shell. Removal of the stem can be easily, and the cancellous bone was not adhered. Please could you check DHR review and complaint history review prior to full investigation since it is reportable event to the government?

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
On (B)(6) 2009, tha was done for right side. The patient was oa. Dor; (B)(6) 2011. After the surgery, the patient felt a little discomfort, but there was no problem to livelihood. On (B)(6) 2011, there was a abnormal noise from the right leg, so consulted an outpatient. There was the inflammatory reaction, but the bacteria were not detected. (In november, performed the joint lavage under fluoroscopic control.) At that time, suspected of the stem loosening, so the doctor performed revision surgery. Black foreign matter like metallic debris was found in taper of the head and around the stem neck. Also the metal liner and the shell. Removal of the stem can be easily, and the cancellous bone was not adhered. Revision surgery was performed to replace the head and the liner, the stem.